Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The device has not been returned for evaluation. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported a ''metal'' foreign body that was in the eye following sculpting the nucleus. The procedure was stopped and the particulate was removed. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation. One purple needle tip and one bl5114 pack label from lot w5631 was returned in a plastic bag. The needle tip is very dirty with particulates and dried solutions all over it. The needle was flushed with processed water onto a 0.45 micron filter. The water was then vacuumed off in an attempt to trap any possible particles. Microscopic examination of the filter found no metallic looking particles. The needle was then cleaned using 70% alcohol. Visual inspection found that the needle is physically damaged. There are gouges, marring, scratches, and missing material around the threads and hub of the needle. The tip is dinged. The returned needle was damaged, exhibiting evidence of use, and no particles were observed. The reported problem could not be duplicated. Therefore, the root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.